Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk) the device displayed defib fault 72 and defib fault 95 messages. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.